Event description:
On (B)(6) 2010, the pt was cannulated without problem and dialysis was started. The phoenix blood pressure monitoring (bpm) system was in use. The initial blood pressure was reported as 145/72. The heart rate was not recorded. Approx 30 minutes into treatment, there was a bpm: measurement failure alarm. The unit manager stated, "the staff believed, the pt to be sleeping and did not attempt to awaken her". A manual blood pressure and pulse was not obtained. The blood pressure cuff was cycled to repeat a blood pressure and again the bpm system could not detect a blood pressure or heart rate. [Bpm measurement ranges: systolic +50 to +260; diastolic +30 to +240; and heart rate 40 to 180]. At this point, the staff attempted to awaken the pt and realized she was unresponsive without vital signs. Resuscitation measures were initiated, but unsuccessful and the pt expired. The unit manager was not aware of the stated cause of death on the death certificate. The cartridge blood set and the bicart have been discarded by the clinic and will not be returned to gambro for inspection. The machine was inspected by a gambro technical specialist rep who found it to be operating within MFR's specs.

Manufacturer narrative:
The blood tubing set involved in this incident was not available for investigation and lot number could not be provided by facility. Gambro identified the lot numbers of the cartridge blood tubing sets recently shipped to this customer and pulled the retained samples (09r158210, 09r158212 and 10r158222). All three lots were visually inspected, functional and dimensional testing performed with no failures detected. (B)(4).